Manufacturer narrative:
One used device was evaluated. Testing found inadequate suction. This was due to a crack in the liner lid. The catalog number provided is the international list number that is comparable to the domestic list number. The domestic list number has a common device name of 80gcx and is 510k exempt. The information on reprocessing of the device was requested; however, no response has been received. The events that are being reported were noted during verification testing. This report represents all the information known by the rptr upon query by hospira personnel.

Event description:
During verification testing at the manufacturing facility, inadequate suction was noted.